Event description:
It was reported that the silver wound dressing that had been applied on (B)(6) 2026 had failed to absorb exudate. During wound care, abundant seropurulent drainage was found saturating the secondary dressings and surrounding skin, while the silver dressing remained completely clean. Inspection showed a transparent film on the product, making it impermeable and preventing proper absorption. The product was not used by patient. No photo is available at this time.

Manufacturer narrative:
E1: complainant street address: (B)(6) complainant country: colombia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.